Event description:
New information received notes the patient presented with a new instance of over-sensing of noise noted on the patient right ventricular lead. A lead replacement was discussed. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient right ventricular lead. A lead replacement was discussed. No adverse patient consequences were reported.